Event description:
Customer reported, arcing in the power cap module. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cap module. System operates as intended.